Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one device for evaluation. Visual examination confirmed the reported condition of a broken syringe tip stuck inside the fill port. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s.

Manufacturer narrative:
(B)(4). Additional information: no root cause was identified for the report of a broken syringe tip stuck inside the fill port. This condition did not occur at the manufacturing facility and the syringe tip is not a part of the infusor device.

Event description:
During evaluation by baxter personnel, it was noted that a broken syringe tip was stuck in the fillport. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.